Event description:
The customer called to report that they were having problems with patient results. A field service engineer was sent to the site at which time the instrument failed a pump diagnostic test (oct test). The pump was replaced and the old pump was confirmed to have a clogged pump tube.